Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - performance data collected from the device was analyzed and revealed sensing - interference/noise, ventricular short interval count v-sic=307.1 counts average /day, in 3.61 days, between (B)(4) 2012, sensing - oversensing, 13 - ventricular nst<=210 ms between (B)(4) 2012, impedance - high resistance/impedance, 2 - patient alerts for rv pace lead z > 2000 ohms on (B)(4) 2012, daily pace lead impedance log data shows an abrupt increase for v.pace = 378 to inf (un-filtered data) ohms peak between (B)(4) 2012. Evaluation summary: (B)(4) - the partial lead in segments was returned, analyzed, and no anomalies were found. It was noted that the outer tubing overlay melted and had cosmetic environmental stress cracking (esc). The outer insulation had cosmetic depression and visual analysis revealed apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed sensing - interference/noise, ventricular short interval count v-sic=307.1 counts average /day, in 3.61 days, between (B)(4) 2012, sensing - oversensing, 13 - ventricular nst<=210 ms between (B)(4) 2012, impedance - high resistance/impedance, 2 - patient alerts for rv pace lead z > 2000 ohms on (B)(4) 2012, daily pace lead impedance log data shows an abrupt increase for v.pace = 378 to inf (un-filtered data) ohms peak between (B)(4) 2012.

Event description:
It was reported that the lead had oversensing and a high impedance greater than 2000 ohms of the pace/sense conductor. A lead fracture is suspected. The lead was capped and replaced. No patient complications were reported as a result of this event.